Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a diagnosis of refractory epilepsy, on day (B)(6) 2021 patient had a multiple seizures reason why airway protection was decided. The tube number 7.5 was performed with balloon securing it at 23 cm of lip corner. The procedure was performed without complications. On (B)(6) 2021, there was an evidence of ruptured of the pneumatic plug, increased secretions were shown to changed the tube to 7.0. The doctor was informed, with previous stipulation technique and changed the tube 7.0 fixed in 22cm. Back to mechanical ventilator, patient tolerated the procedure without complications.